Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Customer's blood glucose level was 475 mg/dl. Customer reported that they went to the emergency room (ER) on (B)(6) 2022 for eight hours. The customer received IV and fluids of saline and insulin to address the bg. The customer was released from the emergency room on (B)(6) 2022 with no injury or permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.